Event description:
Bantam pta balloon catheter was used over four thousand nine hundred and ninety patients for the past three years. Out of which, eight in ten cases were successful. The survey result specified that there was four percentage of deflation issue and the cases had to revert to surgery.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us but is similar to the savvy long products that are cleared in the us. The pro code and 510 k number for the savvy long products are identified.